Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, the lead was repositioned twice. The patient became hypotensive and developed a pericardial effusion. A lead perforation had occurred and a pericardiocentesis was performed. The lead remains in use. No further patient complications have been reported as a result of this event.